Event description:
The consumer called into customer support to report that "...he was concerned about the discrepancy in his blood glucose results..." It was reported to nova biomedical that a consumer received a result of 83 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 91 mg/dl. The consumer reported that he "ate something because he was feeling shaky".

Manufacturer narrative:
Subsequent attempts to f/u with this consumer identified a use of an additional glucose lot#: 1020214287, control solution testing was performed - results obtained within range which further supports the nova max plus blood glucose system to be performing as intended. During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range. A control solution test was performed while troubleshooting in the f/u call with customer support showing the test strips to fall in range. Consumer refused to perform any additional testing. The consumer refuses to return the meter for evaluation because, "all his history is inside the meter". Test strip lot#: 1020214204, expires 07/2016. Control solution lot#: 1030514339, range; 82-127 mg/dl. Nova max test strip insert-quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.